Manufacturer narrative:
The event occurred in (B)(6).

Event description:
On (B)(6) 2014, it was reported that the patient has noticed the self- adhesive of the infusion set was wet on several occasions. It was not known if the wetness was from a leak in the infusion set. No adverse event was reported. The infusion set was requested to be returned for product.